Event description:
It was reported that during the inspection process a non-conformance found with the stopcock. The quality detected units with the closing key closed which was the stopcock white handle was not closing. Furthermore, it was added that on final assembly process the teeth that prevents the stopcock tracks from moving incorrectly has a deformation. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Correction: d4 - primary UDI number unknown. D9 - date returned to manufacturing- 6/19/2024 twenty-one devices were returned for investigation. Functional and visual inspection were performed. The customer's reported problem was not confirmed. The root cause is not established as no problem was found. All remaining quantities for the effected lots have been removed from stock and scrapped. The device history review of the reported lot number found no non-conformities during the manufacturing process.